Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed button error. The customer's blood glucose value was 88 mg/dl. As the device was out of warranty, the customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.